Event description:
It was reported that the patients device was causing pain. The patient underwent an explant procedure and was doing well postoperatively. All explanted device components will not be returned per facility policy.

Manufacturer narrative:
Date of event: exact date unknown, event occurred quite some time from date manufacturer was made aware. Additional suspect medical device component involved in the event: product family: scs-paddle leads, upn: m365sc8336500, model: sc-8336-50, serial: (B)(4), batch: 20465488.